Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. No gap was noted at the dilator/sheath transition when the dilator was advanced through the sheath. Visual inspection revealed the dilator distal tip had been torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported patient cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, an effusion occurred which required a pericardiocentesis. While obtaining transeptal access, ice revealed an effusion which was believed to be in the left atrium. The physician believes this occurred while trying to dilate the septum with the sl0 introducer. The patient was given protamine and a pericardiocentesis was performed to stabilize the patient. The physician decided to proceed with the procedure and an atrial fibrillation ablation was performed after heparinizing the patient again. The patient was admitted to the ICU for observation. There were no performance issues with any abbott devices.